Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the stored electrograms revealed non-sustained oversensing due to myopotentials. Programming changes were discussed. The patient was asymptomatic and in stable condition. No intervention or additional information was reported.